Event description:
Boston scientific received information that during a routine follow-up, this patient¿s right atrial (ra) lead and device exhibited a low out of range pacing impedance measurement of 100 ohms. Some oversensed noise was also noted on the ra channel and the field suspects that the ra lead has insulation damage. The patient reported feeling fatigue but had not experienced syncope and they had an underlying sinus rhythm. The patient¿s system was reprogrammed and no intervention will be performed at this time as the patient will continue to be monitored. The device remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.